Manufacturer narrative:
Approximate age of device: 9 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a fistula just inferior to the xiphoid process. There was no drainage from the driveline site and the patient's white blood cell count was not elevated. Cultures of site indicated a fungal infection and the patient was treated with anti-fungal medications. It was reported that the area was "cleaned out" and it was noted that the infection did travel downward and had made contact with the driveline tract. At the time of this report, there were no signs of infection at the driveline exit site. The patient's device continues to function as intended and no alarm conditions were reported.

Manufacturer narrative:
A correlation between the device and the reported abdominal fistula and subsequent driveline tract infection could not be determined through this evaluation. The instructions for use lists local infection and driveline infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.